Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and sk blower had blower foam degradation was observed during device evaluation. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section d9, h3 were incorrectly captured in the previous report and corrected in this report.